Event description:
Related manufacturer report number: 2017865-2022-44506. It was reported that a patient presented for a generator change. During the procedure, the atrial and right ventricular (rv) leads were noted to be bent. The atrial and rv lead were not used. The patient condition was unknown.